Event description:
The customer reported that higher than expected cardiac troponin (accutni) results, above the acute myocardial infarction (ami) cut-off, were generated on an access 2 immunoassay system for five patients. This is report three of five and represents the erratic accutni results generated for one patient on (B)(6) 2011. The initial result was reported outside of the laboratory and questioned by the physician. It is believed that the patient was transferred to another hospital for treatment based upon the initial accutni result. Upon additional testing on the same instrument, the accutni results were varied and still above the ami cut-off. The sample was collected in a lithium heparin plasma tube and centrifuged prior to testing. The results involved in this event were aliquots of the original sample analyzed in 2 milliliter sample cups. It is unknown as to how the sample was stored between testing. Beckman coulter inc. Assessment of customer supplied data indicated that all three levels of accutni quality control (qc) results met customer established specifications during the timeframe of the event. Instrument routine system check results generated prior to the event meet established specifications. The customer indicated that there were no errors posted to the instrument event log in conjunction with this event. Patient demographic information was not supplied by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. Instrument preventive maintenance had been performed prior to service arriving on site. The field service engineer (fse) performed a high sensitivity system check which yielded acceptable results within instrument specifications. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-04352, 2122870-2011-04353, 2122870-2011-04354, 2122870-2011-04355, 2122870-2011-04356.